Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (20mg/ml at 2.497mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump "kinda twists" and twice now they had put netting in to keep the pump still. Both times it did not work and the pump got turned around. The patient could not provide a date for when this issue first started. It hurt "like hell" with her pump being twisted and the healthcare provider (hcp) struggled to locate the opening of the pump with a needle. It was not the turning of the pump that hurt, but when the hcp used the needle for a pump refill. There were no further complications reported at this time.